Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection on the left cranial incision site where the battery and leads were connected. The physician assessed that the patient had wound dehiscence. Cultures were taken that revealed that the patient had developed staphylococcus. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7081961. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 5179190. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 5179193.